Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer inadvertently entered and delivered a 10 unit bolus. Subsequently, the customer's blood glucose decreased to 35 mg/dl which was addressed with the customer drinking ginger ale. Additionally. The pump battery would not hold charge. Customer continued to use the pump for insulin delivery.